Event description:
It was reported that the durom cup was allegedly put in some what vertical. As a result it did not in growth.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.